Manufacturer narrative:
This report is for two unknown nails/unknown lots. Part and lot numbers are unknown; UDI number is unknown. (B)(6) 2015 (exact date is unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lateral entry femoral recon nail, two unknown nails, and two unknown cortex screws were removed with a reaming irrigation aspirator (ria) from a patient due to non-union, pain, and limited movement. There were no device issues. The original surgery was performed in (B)(6) 2015 (exact date is unknown). The revision surgery was performed on (B)(6) 2015 with a non-synthes nail and synthes 4.5 locking compression plate (lcp). The patient status was good. There was no delay in surgery. This report is for two unknown nails. This is report 3 of 3 for (B)(4).